Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site before closure, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The physician exposed the stimulator when removing the scab and tissue around the scab. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to incorrect surgical technique as the wound care physician removed the scab and tissue around the scab exposing the stimulator (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported they bumped leg near the receiver pocket and had a scab. The wound care physician removed scab, removed tissue around scab and exposed the lead in the left ips receiver pocket. Due to the lead being exposed and the risk of infection, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. One lead remains implanted.